Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. The ultrasound image was not drawn normally. Due to the decrease in the ultrasonic propagation fluid medium, ultrasonic waves were not transmitted normally. There was a hole in the distal end of insertion tube, and the ultrasonic propagation fluid medium was leaking. There is no damage to the insertion tube. The internal blade was driven normally. There is a possibility that the ultrasonic image was not drawn at all because the distal end of insertion tube was punctured by some external force and the ultrasonic wave was not transmitted normally due to the decrease (leakage) of the ultrasonic propagation fluid medium. The external force on the ultrasonic probe may have been caused by the following causes: with the ultrasonic probe driven, the ultrasonic probe was pushed and pulled vigorously from the endoscope. With the endoscope bent, the ultrasonic probe was pushed and pulled vigorously from the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the ultrasonic probe um-g20-29r-3 to olympus because the ultrasonic image was not drawn at all when the ultrasonic probe was used in combination with the universal endoscopic ultrasound center EU-me1 during the endoscopic ultrasonography. The user continued the procedure and completed it. There was no report of patient injury associated with the event. The user facility purchased the ultrasonic probe um-g20-29r-3 a year and a half ago, but has only used it twice. Olympus medical systems corp. (Omsc) investigated the ultrasonic probe um-g20-29r-3 and found that there was a hole in the distal end of insertion tube and the ultrasonic propagation fluid medium leaked out, resulting in no output of the ultrasound image. This failure mode is a MDR reportable malfunction.